Manufacturer narrative:
Evaluation of the returned catheter could not replicate the customer reported issue. The solex catheter functioned as intended. During manufacturing all solex 7 catheters go through a thorough inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity. This included destructive testing to verify burst strength. Only units that passed are moved to the next process. Visual inspection found no visual discrepancies or issues. No kinks were observed. All lumens flushed as intended. No leaks were noticed during flushing. During functional testing, the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressure was increased up to 100psi and no leak was observed. The balloons were able to deflate without difficulties. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for solex 7 catheter lot # 71881.

Manufacturer narrative:
The zoll catheter was returned to zoll on 10/26/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. (B)(4).

Event description:
A patient was hospitalized post cardiac arrest and an intravascular temperature management was needed. The patient temperature prior to the ivtm therapy was 31 degree celsius. The target temperature was 33 degree celsius. The physician had difficulty inserting the solex 7 catheter into the right jugular vein. Four difficult attempts were made to insert the catheter. The physician indicated that two of the solex 7 catheter used were kinked during placement. Potential over manipulation, rotating and pulling catheter back and forth causing balloons to coil on themselves. The physician did not have experience with solex 7 catheters. New catheter was placed on the femoral vein without difficulty and therapy was initiated. No known patient consequences were reported.